Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on even with new battery .the customer stated the battery cap and battery compartment were intact. Customer stated that insulin pump had cracked around battery compartment and belt clip. Customer received low battery alert prior to replace battery alarm. New battery did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.